Event description:
It was reported that this pacemaker was found in safety mode. Device changeout was recommended, the physician decided to use another manufacturer's leadless pacemaker and programmed the leadless rate above the chronic rate, so the devices did not interfere. The patient came into the clinic after having syncopal and pre-syncopal episodes. This pacemaker remains in service. No additional adverse patient effects were reported.